Manufacturer narrative:
Intuitive has received the instrument; however, failure analysis of the instrument has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the black holder that holds the tip in place on the permanent cautery hook instrument broke in two pieces. A fragment from the instrument fell inside the patient and was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed. The instrument was found to have a broken proximal clevis at both ears of the clevis. The broken pieces were not returned. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.

Event description:
Refer to h10/h11 for follow-up information.